Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on 06/05/2016 to report that on 06/05/2016, patient experienced an intermittent out of range signal. No additional patient or event information is available. Additionally, it was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. The dexcom g4 platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported inaccuracy cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported event of an intermittent out of range was not confirmed. A root cause could not be determined.